Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported ((B)(4)) that the patient observed cable running into the power cord "block" was frayed and sparked when turning on. Patient also reported that is wear and tear due to wrapping up the cord daily when not in use. The power supply will be replaced to address the issue. The patient is a clinical study patient.